Event description:
It was reported that intermittently, a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.